Event description:
It was reported that the customer gave himself a correction of 2.0 units of insulin, and while he was sleeping the insulin pump was beeping and the delivery was suspended. Then the customer got up to check and noticed that the insulin pump gave her a bolus on its own. Had the customer to check the bolus history and noted that he programmed a16.0 units but it stopped at 11.5 units. It was stated that the customer's wife is going to take him to the emergency room. The customer's blood glucose at the end of the call was 12.2mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.